Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported through a manufacturing representative that he had symptoms of withdrawal. The patient experienced nausea, vomiting, diarrhea, sweating, and increased pain starting on (B)(6) 2015. The patient felt like he was "on fire." The patient was seen in the emergency room (ER) and given meds to cover the patient until he could see the managing hcp that week. The symptoms worsened on (B)(6) 2015, and the patient went back to the ER. The patient had frequent, hard falls. The pump was interrogated for logs. No actions or interventions had been taken. Surgical intervention had not occurred, and it was unknown if surgical intervention was planned. The catheter and pump would most likely be replaced because eri (electronic replacement indicator) had ten months. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" at the time of this report. The system was delivering morphine 25mg/ml at 2.1mg/day. The lot number was unknown. The indications for use were malignant pain, abdominal/visceral, and colon. If additional information becomes available, the event will be updated. Additional information was reported by the company representative on 2015-12-28. The device was explanted.

Manufacturer narrative:
(B)(4). The pump ((B)(4)) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering morphine (25 mg/ml at 2.253 mg/day) and bupivacaine (20 mg/ml at 1.802 mg/day). Analysis of the pump found no anomalies.

Event description:
Additional information was reported by healthcare professional (hcp) the company representative. The patient is having similar symptoms with the new pump and the hcp suspects that the patient had been removing drug from the pump.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.